Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that it was suspected that a patient's device was turning itself off. The reporter stated that it was discovered that the device had been off for 'quite some time' and the patient became aware of the issue a few weeks prior to the report. It was reported that it could be due to electromagnetic interference (emi). The reporter stated that the issue only occurred with one of the patient's devices, and the patient's other device had no issues. It was noted that the device counter was reset and two days later it showed that the device had been used 15 percent of the time and had no activations indicating the device had been turned on or off due to emi. It was reported that the patient never used to check the device with the patient programmer but now used it more frequently to check if the device is on. The reporter stated that the device had maintained therapeutic settings and impedances were normal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of neurostimulator model 7426, serial # (B)(4) showed no significant anomalies.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3389s-40, lot# v185948, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information reported that the device was explanted and replaced on 2013 (B)(6). As the device would inadvertently turn off on its own . There were no patient symptoms/injuries related to this event

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.